Manufacturer narrative:
(B)(4). The customer reported that the defibrillator activates, but there was no more functionality at the level of the buttons. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator activates, but there was no more functionality at the level of the buttons. No patient involvement was reported.